Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump gave a motor error alarm and an off no power alarm without a low battery alarm. Customer's blood glucose level at the time of the incident was unknown. Troubleshooting did not resolve issue. Insulin pump will be returned for analysis.